Event description:
It was reported that the customer's insulin pump fell into a bucket of water. His blood glucose level was not reported. The insulin pump's display went blank immediately after it was exposed to moisture. The customer received a lost sensor alert every time he inserted a new sensor. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.